Event description:
It was reported that the stent partially deployed. A 7x120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa). The 100% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. After the lesion was pre-dilated, an attempt was made to deploy the stent. However, the wire and delivery system interfered. A strong force was applied, but the thumbwheel could not be rotated, and the pull grip could not be pulled. Therefore, the whole system was slowly pulled, and the stent was placed. The stent was observed to be stretched. The stent was not placed at the intended location, but surgery was not performed to remove it. A 6x120mm and a 7x80mm eluvia were placed after this issue occurred. No patient complications were reported. It was further reported that: the procedure was done using a contralateral approach. The delivery system interference was noted as the guidewire becoming stuck with the delivery system during stent deployment, so the delivery system was removed together with the guidewire post deployment. The stent was placed in the intended location, but stretched during deployment. A kink in the catheter was noted during or after the procedure. No patient complications occurred.

Event description:
It was reported that the stent partially deployed. A 7x120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa). The 100% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. After the lesion was pre-dilated, an attempt was made to deploy the stent; however, the wire and delivery system interfered. A strong force was applied, but the thumbwheel could not be rotated, and the pull grip could not be pulled. Therefore, the whole system was slowly pulled, and the stent was placed. The stent was observed to be stretched and not placed in the intended location. A 6x120mm and a 7x80mm eluvia were placed after this issue occurred. No patient complications were reported.